Event description:
The facility alleges while a resident was being transferred from the bed, her left leg rubbed up against the rail tubing that sticks out about 3 inches, resulting in a skin tear and stitches.

Manufacturer narrative:
MFR received info alleging a resident was transferring onto their bed, and during the transfer, their leg inadvertently contacted the bed rail. This contact allegedly resulted in stitches to their leg. No model and/or serial # have been provided. MDR filed based on alleged serious injury.